Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a after a pci (percutaneous coronary intervention), the doctor applied an angio-seal device to the patient. The package was opened without any abnormalities observed. The equipment was assembled and introduced to the patient. They passed the point to locate the exact location in the artery however after they put in the angio-seal sheath, there was no click (1st click) sound on the angio-seal. The doctor was reluctant to proceed for safety purpose. The doctor performed manual compression on the patient. The procedure was completed successfully without complication. Additional information was received 21august2019: the procedure sheath size used was an 8fr. The patient was in stable condition.